Event description:
It was reported that a pt was under going a ureter procedure for removal of a stone. The stone was captured. It was then noticed that the basket had detached from the shaft of the device. The physician was able to successfully retrieve the basket. This device was received, evaluated and retained by this MFR. The engineering eval indicated that the device had one broken wire of the four, 3mm from the distal tip. The tip was detached but had not completely broken away from the device. The sheath was kinked at approx 6 cm from the distal tip. It was determined that the basket had come away from the device but adhesive was still present. Since adhesive was present it is believed that excessive force may have caused the joint to separate, although an exact root cause cannot be determined. A device history search showed no complaints on this lot number prior to this complaint. The device appears to have met specifications. User technique and or pt anatomy could have contributed to this event. However, the co is unable to determine the relationship between the device and the cause of the event.